Event description:
A 9 yr old admitted for eval of pacemaker lead failure. (History suggested bradycardia for 2-3 weeks prior to eval). Pt sedated, intubated, mechanically ventilated because of significant pacemaker malfunction without obvious underlying escape heart rate apparent. Pacemaker and lead: replaced by dr. No injury to pt.